Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of peritonitis was unknown. The next day after the onset, the patient was hospitalized for the event of peritonitis. On the same day, the patient began treatment with injection (inj) meropenem (intraperitoneally (ip), 1 gram, once a day), inj. Vancomycin (ip, 1 gram, every fifth day) and inj. Amikacin (ip, 125 milligram, once a day) for peritonitis. Antibiotic therapy was ongoing at the time of this report and the patient was still in the hospital. The patient was recovering from the peritonitis and pd therapy was ongoing. No additional information is available.